Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer stated that he had a total of 4 or 5 infusion sets that failed since he started using the insulin pump. He advised that he had already requested replacement supplies. He stated that during the most recent incident, the infusion set popped off during a bolus. He declined to provide the blood glucose reading and to be transferred for troubleshooting assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.